Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon review of the remote home monitoring data, the physician noted premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that upon review of the remote home monitoring data, the physician noted premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that device data was sent to engineering for review . Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to the alleged premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being filed to correct the additional manufacturer narrative regarding the return of the product. It was noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) would not likely be returned as it was discarded by the explanting facility.

Event description:
It was reported that upon review of the remote home monitoring data, the physician noted premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that device data was sent to engineering for review . Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted due to the alleged premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that upon review of the remote home monitoring data, the physician noted premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that device data was sent to engineering for review . Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.